Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) photos were provided for evaluation. A visual evaluation was performed on the photographs, and it was noted that one of the three photographs depicts tubing with small air bubbles along the set. Although the photographs did confirm the defect, without a physical sample an exact root cause could not be determined. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Additional information provided: possible lot numbers lot number 0061861505 - expiry date 10/31/2025 - production date 11/02/2022. Lot number 0061868742 - expiry date 11/30/2025 - production date 12/23/2022.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports air in line during use. The norepinephrine was giving issues, infusion bag was clear. The tubing had champagne bubbles. No injury reported.